Event description:
Stent mis-sized

Manufacturer narrative:
The report we received from our affiliate indicated that after deployment of one (8mm x 80mm) smart stent, a second smart stent (9mm x 80mm) was deployed and noted to be short. Measurement of this stent revealed it to be only 60mm. It was further noted that a small proximal portion was left unstented. "Patient uncompromised by product fault". Physician clinical impression from review of films: there are multiple possible explanations for the findings in this case (a labeling error is not considered as the stent deployed to 65mm in length, a size of stent that is not manufactured). The first of these would be operator error in that there was forward pressure exerted at the time of deployment of the second stent. The fact that the first stent was deployed without difficulty would argue against but not totally exclude this possibility. Given this and other factors identified in this case other caused for the failure are favored. It is likely important to note that the deployed diameter of the proximal stent was less than that of distal stent. This is in spite of the fact that the proximal stent is 1mm larger than the distal. In addition, the stent diameter at deployment was approximately 5mm (a size far smaller than expected or required for a 9mm stent). This is quite possibly related to the radio density adjacent to the medial aspect of the stent. Again this is most likely dense calcium. Although much further analysis is required there a number of factors that may have lead to the failure in this case. First, it appears as though the lesion was densely calcified. Second, the chosen stent size (9mm) appeared to be significantly larger than the actual vessel size (again, it is not known if the sfa was predilated). These combined factors may have lead to abnormal friction forces at the time of deployment that resulted in the stent foreshortening. The asymmetric proximal markers most likely indicate abnormal forces at the time of deployment but by themselves do not indicate the cause of failure. It is interesting to note that they are more distal along the medial wall of the sfa, the site of the suspected heavy calcification. The following analysis was performed on the returned product: visual analysis- one non-sterile unit was received coiled inside of a plastic bag. Unit exhibited a kink over the outer member at 11.5cm from ID band, and coil was found broken where it joints with support member. Inner member was found partially moved out of the outer member as well as wire lumen, which have kink at 5.7cm from distal end. Locking pin was not returned neither the stent of this unit. Blood residuals were observed over the handle and inside of the wire lumen. Dimensional analysis: ID band has printed "8x 80mm" which means that a stent of 8mm from diameter and 80mm from length must be loaded inside of unit. Such identification correspond to this product description (c0808sv). The distance between stop and brite tip distal end measures 8.4cm, this space allows a stent of 80mm to be loaded. The usable length of the returned unit was measured and results showed that it was found within specification. Device record review: manufacturing records were reviewed and no evidence of incorrect size of stent or anomalies related with this complaint were found. An engineering investigation reported that it is not possible to assemble a shorter stent without being detected by the operator. Controls exist during the manufacturing process that can detect this failure. After reviewing the films the doctor noted that "he felt the delivery system being pulled forward which may contribute to the compression". Conclusion: the exact cause of the failure could not be conclusively determined.